Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer stated: "the customer reported that the patient had 2 lumen PICC which were connected to 2000e7d. After connection, the connection parts of 2000e7d were found to be broken, resulting in leakage." This feedback relates to a 2000e7d sample from lot 1031917. Further details relating to the nature of the reported issue, the clinical set up, and the sequence of events prior to the issue occurring were not provided to aid the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1031917 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that instances of this nature are rare, with only a small number of similar reports received in the last 12 months; of which, this is the only such report received against products from lot 1031917.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported the connection parts of 2000e7d were found to be broken, resulting in leakage.